Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and the medical records provided were limited to the pt's perioperative report. Without a lot number, a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MFR 1213643-2013-00423 for info related to the bard soft mesh implanted on (B)(6) 2011.

Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2009, the pt was implanted with a davol flat mesh during an unk pelvic procedure. On (B)(6) 2011, the pt was implanted with a bard soft mesh for a pelvic procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.